Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that the homechoice cassette had a loose connection from the supply bag, which caused this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the homechoice cassette had a loose connection from the supply bag that led to this alarm. Renal therapy services (rts) assisted the patient in clearing the alarm and advised to restart therapy with all new supplies. Rts advised the patient to inform the registered nurse as soon as possible. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.